Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Corrected data: b1, h1. (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information received on 26jun2018 as follows: pt allegedly received an implant on (B)(6) 2012 via the right femoral vein due to history of deep vein thrombosis (dvt). Pt alleges tilt, device is unable to be retrieved, filter embedded, and filter in place more than 90 days, attempted retrieval on (B)(6) 2012 and (B)(6) 2012 were unsuccessful.

Event description:
No additional information provided at this time.

Manufacturer narrative:
Wce follow-up medwatch report exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Additional information: investigation. Investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'gunther: tilt, device is unable to be retrieved, filter embedded, and filter in place more than 90 days '. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No other complaints on lot. Product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook (B)(4) (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). (B)(4). It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date.  Cook will reopen its investigation if further information is received.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A2) unknown as information was not provided. A4) unknown as information was not provided. B3) unknown as information was not provided. D1) unknown as information was not provided. D4) lot#: unknown as information was not provided. Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. F9) unknown as lot# is unknown. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. H4) unknown as lot# is unknown. (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2012". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.